Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient developed a pocket infection. The implantable cardioverter defibrillator, left and right ventricular lead, and right atrial lead were explanted. Patient was stable post procedure.